Event description:
Dealer states the left wheel on the head of the bed buckled and broke. The broken caster is being replaced under warranty. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model bar600ivc, serial number/date (B)(4) is approximately 2 months old. The owner's manual part number 1123842, rev.h(apr-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the initial reporter, however, no further detail was provided, therefore consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The malfunction has not been confirmed.